Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 900 mg/dl and customer "was in a car crash". Reportedly, the customer was using insulin that had "expired in 2022" within their pump supplies. Customer went to the emergency room and/or was admitted to the hospital. Customer declined troubleshooting with tandem technical support and declined to provide further information.